Event description:
The customer reported that the unit would not perform the shift system check.

Manufacturer narrative:
The customer reported that the unit would not perform the shift system check. The unit was evaluated at philips, and it was found that the unit failed to stay powered up. Philips replaced the power supply, and the issue was resolved.